Event description:
It was reported that post-coronary drug eluting stenting treatment procedure, a patient death occurred. During the index procedure, the patient had a taxus express2 2.5x8mm stent implanted in the left main truck (lmt). Approximately nine months post-procedure dual anti-platelet therapy (dapt) was discontinued due to an upcoming surgical procedure. The day prior to the surgical procedure, the patient presented in shock. Thombosis in the ¿lmt¿ was confirmed and urgent cag was performed. No further information was reported in regards to the intervention. It is however noted that an unspecified timeframe post-intervention the patient passed away. Further information has been requested but is not available. It was further reported the implanted stent was a taxus liberte¿ stent and not a taxus express2 stent as previously reported. The specific size of the taxus liberte¿ stent was not available. It was further reported that following pre-dilatation a taxus liberte' 3.0x16mm stent was implanted in the proximal left anterior descending (lad) artery (segment 5 and 6) at 12 atms and post-dilated resulting in 0% residual stenosis. The lesion was 90% stenosed (chronic total occlusion (cto)), de novo, calcified and located at a bifurcation. The lesion length was 15mm and the reference vessel diameter was 3.0mm. A kissing balloon technique was also used in a lesion located in the circumflex (cx). Approximately 43 days later, the patient was hospitalized due to unstable angina and cto was found in segment 1 and 90% stenosed in segment 11 of the lad. Balloon angioplasty was performed for the lesion located in segment 11 and after treatment the stenosis was 75%. The patient symptoms continued and antiplatelet therapy was discontinued in order to prepare for coronary artery bypass graft (CABG). Heparin infusion was continued however. Ten days after hospitalization, the patient was taken for CABG. Surgery was performed with "oxygenator" due to rapid cardio-respiratory arrest. The previous angioplasty to treat the stent thrombosis had improved blood flow, however the physician indicated "disseminated intravascular clotting had caused an unknown bleeding tendency - thrombotic diathesis". The patient passed away the next day. Cause of death is unknown.

Event description:
It was reported that post-coronary drug eluting stenting treatment procedure, a pt death occurred. During the index procedure, the pt had a taxus express2 2.5x8mm stent implanted in the left main trunk (lmt). Approximately nine months post-procedure, dual anti-platelet therapy (dapt) was discontinued due to an upcoming surgical procedure. The day prior to the surgical procedure, the pt presented in shock. Thrombosis in the "lmt" was confirmed and urgent cag was performed. No further info was reported in regards to the intervention. It is however, noted that an unspecified timeframe post-intervention, the pt passed away. Further info has been requested, but is not available.

Manufacturer narrative:
Patient identification, age at time of event, patient sex, death date, event description, other relevant history, implant date and patient codes updated. (B) (4)

Event description:
It was further reported that the taxus liberte' 3.0x16mm stent was implanted from the lmt to the proximal lad. The patient was hospitalized approximately a month and a half later due to unstable angina. A cto was found in the rca and 90% stenosis in the proximal lcx. The proximal lcx was jailed by the taxus liberte' stent that had been previously implanted in the lmt to the proximal lad. Balloon angioplasty was performed in the proximal lcx to treat the lesion. Residual stenosis was 75%. The patient continued to have the symptoms (which included constant chest pain), therefore coronary artery bypass graft (CABG) surgery was scheduled. During the surgery, the patient went into cardiopulmonary arrest and angiography confirmed thrombosis in the lmt to the proximal lcx. Balloon angioplasty was performed and blood flow improved. The patient however, passed away the next day.

Manufacturer narrative:
Device implanted nine months prior to the event. : it is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant info received, a supplemental medwatch will be filed.